Event description:
It was reported that a cartridge change error occurred. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer administered a manual injection to address their bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.